Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they have an upcoming surgery (radio frequency nerve ablation) on december 4th. Patient stated they have to do it twice, "each side of the neck separately." Patient inquired if they need to turn off implant for the radiofrequency ablation procedure. Patient stated usually they just leave their bladder device on all the time, and they don't know how to use it. Patient stated they left their implant on last time they did radiofrequency ablation procedure, and they don't think they did any damage. Agent reviewed radiofrequency ablation compatibility information. Patient reported they "felt pain during the last surgery near the device" and inquired if that is "weird." Patient stated they are scared they "did damage to it." Patient stated everyone thought they were lying/making it up. Patient mentioned they have already done 3 other procedures and expressed concern that none of the doctors noticed. Agent redirected patient to their healthcare provider to further discuss. Patient mentioned their pain clinic doctor does not know how the bladder implant works. Patient stated they made an appointment with someone else because patient's surgeon quit. Patient stated they usually see "them" once a year and "they" said the patient was good for a little while. Agent had a very difficult time following patient throughout call and made best attempt to document all relevant event information. Patient stated they need to find a new bladder surgeon due to changes in insurance. Agent mailed patient physician listing and patient therapy guide per patient's request. Patient provided event date for pain during their last ablation surgery as "in september, like september 3rd, might have been august 31st" and stated they think it was that week. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is year valid. See b5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.